Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurements right ventricular (rv) lead. The plan is bring the patient into the clinic and programming shock impedance measurements. At this time, this rv lead remains in service.